Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer had the pump in their pocket and a ball hit the pump while playing softball causing the touch screen to become shattered. Customer is unable to see anything on the pump touch screen due to the damage. Customer's blood glucose was 160 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.